Event description:
The caller reported a malfunction with the pump, indicated by malfunction code malf 12. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, which resolved the issue without recurrence. The customer was instructed to continue using the pump and to call back if the malfunction code appears again.